Event description:
Event description guidant received information that this pacemaker had a significant amount of noise on the ventricular internal electrocardiogram, which resulted in an inhibition of pacing. Ventricular tachycardia episodes were stored due to this issue. Additionally, the patient reported feeling dizzy during these episodes. When this was discovered, at the previous visit, the ventricular sensitivity was reprogrammed.

Event description:
Boston scientific received information that this pacemaker had a significant amount of noise on the ventricular internal electrocardiogram, which resulted in an inhibition of pacing. Ventricular tachycardia episodes were stored due to this issue. Additionally, the patient reported feeling dizzy during these episodes. When this was discovered, at the previous visit, the ventricular sensitivity was reprogrammed. Subsequent information indicated that the device was explanted for normal battery depletion. There were no adverse patient effects reported.

Manufacturer narrative:
At the current follow-up visit, noise was noted on the surface EKG occasionally, but not on the internal electrocardiograms. The patient continues to complain of dizziness. The technical services consultant discussed programming the sensitivity even lower since the patient has no underlying rhythm. They were unable to reproduce the noise. The consultant explained that he suspected the noise on the EKG was due to the hook-up or the surface electrodes. The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.